Event description:
It was reported that this implantable pacemaker recorded an alert due to atrial arrhythmia burden. Review of the device data shows far-field r-wave oversensing, causing inappropriate atrial tachy response (atr) episodes. It appears the sensing configuration was re-programmed from 0.75mv to 0.25mv in the last in-office check, and no far-field r-wave oversensing was recorded before that. The lead measurements remain stable. The device remains in service. No adverse patient effects were reported.